Event description:
During surgery, the ligasure retractable l-hook laparoscopic sealer/divider would not allow its jaws to close and they remained in an open position regardless of manipulation of the hand piece.